Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused specification in relation to the reported sensor error 322 (link switch error low) which were verified through a review of the event history log (ehl) which was not reproduced and was found to be caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.